Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of her infusion device were not responsive. She noticed the issue a couple of days ago while attempting to bolus. At the time of the report both buttons functioned properly, however, the up button was slow to respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.